Manufacturer narrative:
Unit had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit that could not be cleared due to the keypad being unresponsive. Blood glucose level at the time of the incident was 186 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.